Event description:
The caller reported that the battery of the t:slim x2 pump would not charge. There was no adverse impact on the customer's blood glucose level. Customer service instructed the caller to try charging the pump by plugging it into a wall outlet for at least 30 minutes, which resulted in an unstable charging connection that required the cable to be held in place. A replacement charging cable and wall adapter were sent to the customer with two-day shipping, and it was noted that if the battery depleted before receiving the replacement, the customer should contact their healthcare provider for a backup therapy plan. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer.